Event description:
It was reported that the reflection microstable locking mechanism liner failed to lock inside with the reflection cup during total hip replacement procedure. The surgeon found it difficult once dislocation was done with the original polar prosthesis. The surgeon could not fix the liner since it was not locking properly. Almost one hour twenty minutes was spent on the table and due to blood loss of the patient the procedure ended with competitor's bipolar prosthesis and we were forced to take out the implants.

Manufacturer narrative:
This device has already been reported in complaint (B)(4) with report number 1020279-2018-02043

Manufacturer narrative:
Suspect medical device and g - all manufactureres were updated to reflect the correct information.